Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller reported patient had provided information to another person that ins is totally dead and hasn't been working for some time. Caller saw in notes that pt reported that a mdt rep indicated that there was nothing to be done to get ins working. Date and mdt contact were not mentioned in notes or by caller. Information as to the duration ins has been dead and managing hcp for patient is unknown by caller. No patient symptoms were reported.